Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A product investigation was conducted. Visual inspection: it was noticed that the cap was broke off the device. The laser weld between the cap and speed screw was broken/cracked. Hence the complaint is confirmed. The cap and speed nut were not returned for the investigation. Dimensional inspection since the complaint condition involved a cracked/broken weld, a relevant dimensional check could not performed.  Conclusion: the broken complaint condition was confirmed. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. No manufacturing issues were identified during investigation. As the event conditions were unknown, a root cause could not be determined. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the spin-down of a pelvic reduction forceps with pointed tips-large was broken. There was no patient involvement. This complaint involves one (1) device. This is 1 of 1 for report (B)(4).